Event description:
It was reported that this artificial urinary sphincter (aus) was not working properly. Upon explant, a small hole was found in the cuff and the saline solution was leaking. The reason for the cuff hole was not noted. The aus was replaced. No patient complications were reported.